Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the shaft broke. The device was completely removed from the patient's body. No patient complications were reported and the patient was doing well. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 69.4cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.